Event description:
Product complication: none. Time of complication: during the carotid procedure in 2005 with a stop date of 7 days later. Symptoms: none. It was reported that the pt experienced hypotension during the carotid procedure in 2005. The reported stop date was 7 days later. The condition was not pre-existing and not felt to be device related. The action/treatment administered was vasopressors/inotropes and the event resulted in prolonged hospitalization. The pt's outcome was reported to be resolved. No additional info was available.